Event description:
It was reported that the user experienced recurrent overnight low blood glucose while using the ilet system. Investigation included review of device-use data and troubleshooting with user education. Further investigation of this case revealed multiple meal announcements used as correction within a short interval, which likely led to excess insulin delivery and subsequent prolonged hypoglycemia. Symptoms included hypoglycemia requiring oral glucose for treatment. Outcomes included a need for self-treatment at home without hospitalization. It was concluded that the device operated as designed and that user technique contributed to the low glucose events, with education provided to avoid using meal announcements for correction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.